Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd texium closed male luer with female cap had leakage. The following information was provided by the initial reporter, translated from spanish to english: a leak occurred while using the bd texium male luer lock (ref: 10012241). I can't specify the batch used, but it's probably 2502395. Additional information received from the customer: was the device being used in/on the patient at the time of the problem? Yes. Was the patient or the user harmed? Occured during preparation in the pharmacy service. Can you confirm the batch number of the defective product? No. We believe it is the batch I have indicated to you.

Manufacturer narrative:
No 10012241 sample was returned for investigation. The customer reported that the affected sample was from lot 25025395 and that "there was a leak when using the bd texium closed male luer". The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 25025222 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported fault. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the texium product in the past 12 months.

Event description:
No additional information.